Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not recharge her ipg as recommended. In turn, the patient has been without stimulation due to the ipg being inoperable. An sjm representative met with the patient and confirmed the issue. As a result, the patient plans to undergo surgical intervention on a later date.